Manufacturer narrative:
The device was returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venous closure of the right common femoral vein using a proglide device after an ablation procedure using an 8f sheath. Reportedly, the knot was pushed down with the suture trimmer; however, the suture trimmer could not be removed. A small body surface cut was made to observe that the knot had entered the trimmer and could not be removed. The suture was cut. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the returned gated suture trimmer analysis, a conclusive cause could not be determined. Factors that contribute to difficulties removing the gated suture trimmer may include, but are not limited to, the knob deployed early in the tissue tract, build up of dry blood. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.